Event description:
Healthcare professional later reported ¿seromas on the periphery of implant¿ via ultrasound and MRI. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b1, b5, b6, d1, d2, d3, d4, d6a, d6b, g1, g4, h4, h6 the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side rupture. Healthcare professional later reported " seromas on the periphery of implant. The formations of mammary gland are more likely to correspond to fibroadenomas," cysts, both of which are not device related. "The focuses of paramagnetic accumulation in the parenchyma of mammary gland probably correspond to the focuses of adenosis. Ductectasia on the right. Fibroadenomatosis of mammary gland". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device remains implanted.